Event description:
(B)(4). Soon after the device was implanted, I have had chronic pain in my abdomen, bloating, heavy bleeding outside of my menstrual cycle, headaches, rashes, pain during and after sex, bleeding after sex. These symptoms started when it was implanted and haven't stopped since.